Event description:
Customer complaint - limited data available: "hello. I am unsure of what to do. I had a blue mighty bliss heating pad. I went to turn it off the other night, and it exploded in my hand. Sparks flew everywhere, burnt on my legs (ruined the leggings I was wearing) and sparks all over our rug. Put it outside, but now I am out a heating pad, a pair of leggings, and had little burns on my legs, hands, leggings and my rug from all the sparks that came from the explosion. I didn't take a picture of the whole heating pad, but I pulled it up on the ring camera since it was immediately thrown outside after it exploded (it's since been thrown away). I also took a quick picture of the burnt spot on the cord where the explosion took place prior to throwing away. Please see attached pictures and please advise. Thank you."